Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Resistance primary biopsy channel. There was no report of patient harm. The time of event is unknown. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the remote control button(1) cut. Based on the result, we concluded that it was caused due to the excessive force applied on the remote control button(1). In addition, we confirmed that the angle wire grinding.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k) g6: follow up #1 h2: type of follow up.